Manufacturer narrative:
Medivators clinical education specialist (ces) reported during a clinical visit for the dsd-201 automated endoscope reprocessor (aer) that there was black fluid dripping from endoscopes, thus there is a potential that endoscopes were not adequately high-level disinfected, and therefore, a potential for patient harm. Medivators ces and medivators field service engineer (fse) visited the facility and both has observed process and hygiene issues. The ces was onsite to perform an in-service training. The fse was onsite to test the machine. During their visit, the facility staff reported wiping down external surfaces of the endoscope to remove the black fluid and residue. Medivators ces and fse identified that the pre-filters in the machine were black and needed replacing. It was determined that the facility was not following recommended maintenance of these filters to be changed every 6 months per the dsd-201 aer service manual. The fse confirmed that the machine was operating to specification. The facility reported that since their external water filters were changed the black residual fluid is no longer leaking out of their endoscopes. The black substance was not identified. Medivators ces reported that the facility was using the endoscopes with the "black residual" in patient procedures. There have been no reports of patient harm. This complaint will continue being monitored in medivators complaint handling system.

Event description:
Medivators clinical education specialist (ces) reported during a clinical visit for the dsd-201 automated endoscope reprocessor (aer) that there was black fluid dripping from endoscopes, thus there is a potential that endoscopes were not adequately high-level disinfected, and therefore, a potential for patient harm.